Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 4.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres, the balloon ruptured in a vertical form. The device was removed and it was noted that the rupture occurred from the tip part of the balloon to the center. The procedure was completed with a different device. There were no patient complications nor injuries reported and patient condition was good post-procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).